Event description:
A malfunction alarm was reported for the pump during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, so they decided to replace the pump. The customer was advised to use multiple daily injections as backup therapy. The support team confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it using a prepaid label within ten days, which the customer acknowledged. The pump was under warranty, facilitating the replacement process.